Event description:
The customer reports that he peel away sheath would not peel. There was no report of the patient experiencing any adverse effects, harm, or require medical intervention because of this incident.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was returned for evaluation. The returned unit had evidence of clinical use and it was confirmed that the returned sheath could not peel the whole length of the sheath, just a little part near the hub. A comprehensive DHR investigation was not conducted for merit medical's manufactured lots, due to the lack of reported lots charged to finish good lot 5805351.